Event description:
It was reported that the customer experienced a blood glucose (bg) level of 515 mg/dl. Reportedly, the customer was using humalog kwik-pen within their pump supplies. Customer administered a bolus via the pump and changed supplies to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin. Customer's mother reported that the customer had been released from the hospital, but did not provide the release date.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.